Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the pt had lead and generator replacement due to high impedances from previous devices. Issue is now resolved. All impedances within normal limits and all connections good.

Manufacturer narrative:
Product analysis #(B)(4) :analysis information -- 01.04.2024 15:45:46 cst pli# 30 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functional. Continuation of d10: product ID: 97791, product type: accessory; product ID: 97791, product type: accessory; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted:(B)(6) 2024, product type: lead, product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted:(B)(6) 2024, product type: lead. H3: the 97715 intellis ins, serial #(B)(6), was returned for product analysis. Analysis revealed it was functional. The 977a260 lead, serial # (B)(6), was returned for product analysis. Analysis revealed that the {x} conductor(s) was/were broken; {x} cm from the {distal/proximal} end of the lead. The 977a260 lead, serial # (B)(6), was returned for product analysis. Analysis revealed that the {x} conductor(s) was/were broken; {x} cm from the distal/proximal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had no pain relief for the past month. The system was interrogated and only had two green electrodes, the rest were red. The patient denied any falls or accidents. The patient was scheduled for a lead revision and battery change on (B)(6) 2024.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that the patient has increased pain. The patient denies fall. It was reported that all impedances over 40,000 except 3,8. The manufacturer representative (rep) programmed the only 2 electrodes available, but the issue was not resolved.